Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller¿s power cables being damaged was confirmed, as the returned system controller (serial number (B)(6)) was observed to have several tears and punctures in both of its power cables near the controller-side bend reliefs upon removing the tape around the damages that was observed on arrival. The provided log file, as well as a log file extracted from the controller during testing, were reviewed. However, no atypical events correlating to the controller¿s power cables were observed, and the pump maintained speeds above the low speed limit while connected to the driveline. The returned system controller was functionally tested and was found to perform and operate a mock loop as intended, even when the power cables were manipulated by hand. The power cables¿ outer jackets were opened around the punctures, and damage to the inner layers of the cables was not observed. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the controller was exchanged due to small punctures on the power cords. There were no unusual events recorded in the log files.